Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and calcified left anterior descending (lad). During the inflation of the 3.0x15mm apex balloon catheter, it ruptured at 4 atms. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).